Event description:
It was reported that an ilet insulin delivery stopped when the user¿s insulin reservoir became empty, the user did not replace insulin for over four hours, glucose rose above 300 mg/dl, and the user removed the pump and temporarily reverted to subcutaneous insulin by pen while noting perceived inaccuracies with a connected glucose sensor. Symptoms included headache, dizziness, frequent urination, and disorientation. Outcomes included insufficient information to determine longer-term impact beyond hyperglycemia resolution after insulin was resumed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to an improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.